Manufacturer narrative:
(B)(4). The device history record for this lot was reviewed and there were no non-conformances related to the complaint condition noted. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. It was reported that about 90 minutes into the procedure where the patient's aorta was cross-clamped and just prior to arrest agent delivery, the disposable set leaked blood at the main cassette of the device. The area of the leak was described as on the blood-side in the lower left portion of the main pump cassette. Blood loss was reported as several hundred cc's of blood. The perfusionist reported using pulsatile flow at a flow rate of approximately 4.5-5.0l/min with peak line pressures of about 220-250mmhg. As a result of the alleged event, the perfusionist ceased delivery of cardioplegia and changed out the delivery set. The procedure was then completed with no patient complications reported. See also manufacturer report 1649914-2015-00073 for the same complaint condition, same lot, but different day of event. Only one sample was returned and the evaluation is noted on that report.